Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a child underwent a cardiac procedure on an unknown date and suture was used. Post operatively, the suture broke and the child underwent a re-operation. Additional information was requested.